Manufacturer narrative:
Unit passed displacement test sleep current measurement and active current measurement within specifications. Low battery alarm confirmed in the formatted history file due to connector resistance issue on the printed circuit board and the power management graph was abnormal. No unexpected pump error (B)(6) noted of detail traces file or formatted history file noted. After disconnecting and reconnecting the connector at the printed circuit board, the unit was monitor and functioned properly. Then the power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. Unit received with cracked retainer, scratched case, fading serial number and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed power system error where the back-up battery fails. Customer's blood glucose was unknown at the time of the incident. No further information was provided. The product will be returned for analysis.